Manufacturer narrative:
Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, the scale marking was observed to be clear, almost not visible, verifying the reported incident. A device history review was performed for reported lot 2110014, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to the reported failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, this defect can occur due to a failure in the patters that transfer the ink onto the barrel. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence. Although manufacturing records established all production and quality processes were carried out normally, the root cause of the alleged defect can be related to a failure in the marking process due to an incorrect transference of the ink to the barrel, although it cannot be confirmed with evidence.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe scale markings were missing. The following information was provided by the initial reporter: "no measurement markings on 50-60ml luer lok. Blank syringe. Upon placement in pump, realized no markings on syringe."